Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event: exact date unknown, event occurred in (B)(6) 2022. Explant date: (B)(6) 2022